Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection in their "breast tissue" and antibiotic treatment was necessary. It was further reported that the device broke through the skin. The device was explanted and replaced. No further patient complications have been reported as a result of this event.